Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -4.00/1.0/082 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens was exchanged on (B)(6) 2023 for a shorter length lens and problem was resolved. Status of eye is "good".cause of event was not reported; low acd, high vault, ac shallow.